Event description:
It was reported the ins was turning off. There had been 46 activations between early 2006 and 2007. The pt used a pt programmer no a magnet. The frequency has been increasing. It was unk if there were any magnetic sources in the pt's environment that could have been causing the activations. No symptoms were reported. The device was explanted. See also MFR report #6000032200901925.

Manufacturer narrative:
The device was returned to the MFR for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is completed.